Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400's mg/dl. The customer stated that she was getting too much insulin. The customer was assisted with her basal and bolus settings. The call was disconnected. The product was not returned for analysis.